Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarm issue was confirmed with the retuned mobile power unit (serial # (B)(6). Electrical testing of the patient cable assembly confirmed a shorted condition with the underlying wires. Visual inspection of the patient cable assembly revealed cut/damage on the outer insulation approximately 15, 170, and 193 inches from the housing end. Dissection of the patient cable assembly at the damaged areas revealed several damaged underlying wires at 193 inches from the housing end, which included the power wire relating to the reported issue. The data captured in the submitted log files is consistent with the analysis, which captured decreased voltage values as low as ~11.5v from the expected ~14v. All the fluctuating voltage values occurred when both power cables were connected to the mobile power unit. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for concern of low voltage alarms. The system controller showed multiple low voltage alarms while connected to the mobile power unit on (B)(6) 2023. The log files were submitted and showed the emergency backup battery was used 36 times from (B)(6) 2023, with an unknown reason. The voltage appeared to be normal when connected to batteries or the power module. The mobile power unit was exchanged, and the alarms resolved.